Event description:
Reporter alleged blood glucose measured 26, 70, & 78 mg/dl when all tests were taken back to back within 5 minutes. Customer stated the night before blood glucose measured 448 mg/dl back to back with a result of 380 mg/dl when tests were performed 2 minutes apart. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.